Manufacturer narrative:
Based on the information provided ¿ which may include the returned device (if available), photographs, videos, event description, and any additional field input ¿ arthrex has determined the most likely cause. The most likely cause is attributed to user-related factors, such as excessive bending or the application of off-axis force.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 11/11/2025, it was reported by a sales representative via (B)(4) that an ar-1400f-95 arthrex flexible reamer used for an acl appeared more rigid than normal which resulted in difficulty sliding over the flexible pin and breakage of the reamer itself. This was discovered during the case with no patient harm. Additional information was received by the sales rep on 11/14/25 that this was discovered during an acl recon. The reamer broke and the pieces were retrieved. The bone quality was normal.